Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The cause of the charge timeout could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic for a device check. The device was nearing eri. Charge time out message was received. The device was explanted and replaced. No further information is available at this time.